Event description:
It was reported that the patient presented in the operation room for an outpatient procedure. Prior to the procedure, interrogation showed that the right ventricular (rv) lead was experiencing high capture threshold. The rv lead was explanted and replaced with alternate rv lead. There were no patient consequences.